Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump. The customer stated their insulin pump had a blank display. Blood glucose value was 270 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, the device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test.